Event description:
It was reported that this rv lead exhibited noise, loss of capture and high pacing thresholds. Threshold test and calisthenics for myopotential noise were performed. Also, the lead was inspected under fluoroscopy with no obvious signs of damage, but insulation anomaly was suspected due to subclavian rub and scarring at the lead tip was considered. Subsequently, this rv lead was capped and replaced with a new lead. No additional adverse patient effects were reported.